Event description:
Caller reported a malfunction on the pump and cts determined that using different charging supplies did not resolve the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts decided to replace the pump and provided the caller with a pump that has updated software. Customer was informed about using backup therapy with mdi to ensure insulin delivery, advised on steps for receiving and using the replacement pump, and instructed to return the malfunctioning pump to tandem. Customer understood and acknowledged the instructions provided by cts.